Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Lab draw on (B)(6) 2010 was done immediately after inratio result. Pt's target therapeutic range is 2.5-3.5. Pt is (B)(6). Pt had more cookies than usual over holidays, otherwise no changes in diet or medications.